Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The downstream occlusion alarms were confirmed and reproduced during eval. Eval found elevated downstream sensor current readings which will cause the nuisance downstream occlusion alarms. Eval also found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced to correct this condition.